Manufacturer narrative:
(B)(6). The site reported that during an endovascular intervention, the physician was unable to correctly retract the sheaths of two 5 x 200mm 120cm smart flex vascular stent deployment systems (sds). Both sds devices were removed and the procedure completed with a non-cordis device with no reported patient injury. Preliminary analysis of one of the returned devices revealed that its¿ stent was partially deployed. The event involved a patient underwent endovascular intervention of a target lesion in superficial femoral artery. This target lesion was described as 80% stenosed, mildly calcified and non-tortuous. The lesion was pre-dilated with a non-cordis balloon with a residual stenosis of 60%. The site reported that the smart flex devices had been stored and prepped according to the instructions for use (IFU). No device anomalies were noted while the devices were being prepped. No difficulty or resistance was experienced while advancing or manipulating the first sds to the target lesion. The physician reported using a ¿high force¿ when attempting to retract the outer sheath. During these attempts, the shaft detached from the y-connector. The sds was removed from the patient without issue. The site reported that this also occurred with a second smart flex device. The procedure was completed with a non-cordis sds with no reported patient injury. One non-sterile smart flex 5x200 vas, 120cm was received coiled inside a plastic bag. The stent was received partially (pre deployed) deployed and the outer shaft was noted to be separated from the hemostasis valve. The peek pusher was not abutted to the proximal end of the stent and the stainless steel pusher and peek pusher appeared to be stuck inside the outer sheath. The outer sheath had several kinks which could have impacted the pusher¿s ability to move through the internal diameter. Functional analysis of the device could not be performed with the separated outer sheath. The device underwent further analysis by bmt. The guidewire subassembly, including the marker band and distal tip appeared to be intact. They found evidence of cured uv glue in the female luer, heat shrink that was shrunk in place and evidence of a previous bond visible on the outer sheath; as expected. A review of the manufacturing records revealed that this lot of products met specification prior to release. In addition, bmt indicated that these events do not appear to be related to the manufacturing process. The reported ¿sds ¿ deployment difficulty¿ (both devices) and ¿sds ¿ deployment difficulty-partial deployment¿ (one device) events were confirmed based on the condition of the returned products. However the root cause of these events could not be conclusively determined; though the outer sheath separation may have contributed to those events. The reported ¿outer sheath ¿ separated¿ events were confirmed based on the visual analysis on the returned devices. However the root cause of these events could not be conclusively determined. The IFU instructs the user to ensure that the hemostasis valve is tightened on the pusher tube prior to introducing the device into the patient. Users are to straighten the proximal part of the sds as much as possible and to keep the handle in a stable position while introducing the device. The IFU further cautions that if resistance if felt when initially retracting the outer deployment sheath, users are not to force deployment. They are cautioned to carefully withdraw the stent system without deploying the stent. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, procedural factors may have contributed to them. Neither the device history record reviews nor the product analyses suggest that the reported events were related to the manufacturing process. A risk assessment has been initiated to address this issue.

Event description:
During an unspecified procedure the outer sheath of the sds on a 5x200 vas 120cm smart flex could not be retracted correctly for stent placement. High force was necessary for retraction of the outer sheath and then the shaft detached from the y-connector. This happened with two devices during the procedure. Both devices could be removed without problems. Analysis of the devices revealed one of the stents was partially deployed and the partially deployed stent protruding from the distal end. The procedure was finished with a competitor device successfully. There was no resistance observed during manipulation of the sds. The vessels were mildly calcified and not tortuous with 80% stenosis. There were no anomalies noticed during preparation of the device. The products were stored and prepared according to labeling instructions. The devices will be returned for analysis. The target lesion was the afs. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with a mustang boston balloon catheter at 6 atm. The percent of stenosis after pre-dilation was 60%.